Event description:
Journal article received: use of flexible intramedullary nails in pediatric femur fractures; christine ann ho, david l. Skaggs, chris w. Tang, and robert m. Kay; journal of pediatric orthopaedics; volume 26, number 4, july/august 2006 reported: a retrospective chart review of 66 male and 25 female patients with a mean age of 8.6 years between the years of 1998 and 2003 was performed involvin pediatric patients with femur fractures treated with synthes flexible titanium intramedullary nails. Results indicated that 16 complications were reported in 13 patients directly related to the use of the flexible nails. 7 wound and/or skin complications were reported involving 3 patients treated with antibiotics for wound discharge, 2 patients with hypergranulation tissue treated with silver nitrate and 2 ulcers. One of the patient¿s required irrigation and debridement of their wound. 9 other complications were reported as 2 non-unions (one treated with an open reduction internal fixation with iliac crest bone graft and the other treated with the placement of a retrograde intramedullary nail); an ulcer; a hardware malposition and a patient with exposed hardware both requiring revision surgery; a re-fracture requiring an orif, postoperative peroneal nerve palsy, a proximal nail exiting the lesser trochanter requiring revision and a leg length discrepancy treated with contralateral distal femoral and proximal tibial epiphysiodesis. In 8 of the patients, the surgeries were unplanned. A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for complaint (B)(4). This report is on an unknown end cap.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.